Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that post implant follow-up visit, this right ventricular (rv) lead exhibited high pacing thresholds. It was suspected that the rv lead had dislodged. A revision procedure to reposition this rv lead will be scheduled. Subsequently, this rv lead was repositioned successfully. No additional adverse patient effects were reported. This rv lead remains in-service.